Event description:
The dentist reported the abutment screw fractured.

Manufacturer narrative:
This device has not been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Two (2) pieces of a screw or screws were received for evaluation. It is unknown if both pieces are from the same screw or not. Upon visual inspection, the screw(s) were fractured. The hex of the screw was found to be damaged. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive cause could not be determined.(B)(4)